Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent a fixation surgery at l3-s1 due to pyogenic spondylitis. Post-op patient had infection and underwent a revision surgery. In this revision surgery, l3 screw was removed due to the infection and extension of fixation ranges at l1/l2 was done.